Manufacturer narrative:
A device history record was not performed because there was no lot number provided in the complaint file. A review of the complaint history for this part number was performed from (B)(6) 2014 to (B)(6) 2016 identifying 1 similar complaint received for the reported fault mode. One sample was returned for evaluation and after functional testing no detachment or malfunction was detected, the sample arrived complete and worked correctly. Root cause cannot be determined as the returned sample worked correctly and had no detachments. A probable root cause could be incorrect setup of the bag or stretching the silicon tubing; however, no evidence of detachment is present. Corrective actions do not apply as no fault was confirmed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports the tubing broke/pulled a part around the plastic valve causing nutrition to spill out and pump to alarm.